Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/21/2016 with the following findings: the rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no rewind issue observed. There were no rewind issues observed in the pump's black box history. The alleged issue could not be duplicated.